Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and cholecystectomy ('gall bladder removed') in a (B)(6) year-old female patient who had essure (ess205) (batch no. L2138) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included hernia repair, cholecystectomy and pap smear abnormal. Concurrent conditions included vaginal bleeding, irregular menstruation, polymenorrhea, uterine leiomyoma, anemia and gerd. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("always cramping in lower stomach") and was found to have weight increased ("weight gain"). In 2007, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced gastrooesophageal reflux disease ("acid reflux") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient underwent cholecystectomy (seriousness criterion medically significant). In 2015, the patient experienced allergy to metals ("nickel allergy") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, cholecystectomy, dyspareunia, allergy to metals, gastrooesophageal reflux disease and vaginal discharge outcome was unknown, the abdominal pain lower, menorrhagia, vaginal haemorrhage and weight increased had resolved and the fatigue was resolving. The reporter considered abdominal pain lower, allergy to metals, cholecystectomy, dyspareunia, fatigue, gastrooesophageal reflux disease, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: essure insertion date: (B)(6) 2005 (discrepancy noted). Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: plaintiff fact sheet received. Previously reported unspecified event" injury" was updated to more specified events ¿pelvic pain, abdominal pain lower, weight gain, abnormal bleeding (menorrhagia/ vaginal), dyspareunia (painful sexual intercourse), acid reflux, vaginal discharge, gall bladder removal, nickel allergy, and fatigue". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), embedded device ('there is bilaterally embedded, silver-colored, coiled, metallic medical material') and cholecystectomy ('gall bladder removed') in a 34-year-old female patient who had essure (ess205) (batch no. L2138-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included hernia repair, cholecystectomy, pap smear abnormal and paratubal cyst. Concurrent conditions included vaginal bleeding, irregular menstruation, polymenorrhea, uterine leiomyoma, anemia and gerd. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("always cramping in lower stomach") and was found to have weight increased ("weight gain"). In 2007, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced gastrooesophageal reflux disease ("acid reflux") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient underwent cholecystectomy (seriousness criterion medically significant). In 2015, the patient experienced allergy to metals ("nickel allergy") and fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, embedded device, cholecystectomy, dyspareunia, allergy to metals, gastrooesophageal reflux disease and vaginal discharge outcome was unknown, the abdominal pain lower, menorrhagia, vaginal haemorrhage and weight increased had resolved and the fatigue was resolving. The reporter considered abdominal pain lower, allergy to metals, cholecystectomy, dyspareunia, embedded device, fatigue, gastrooesophageal reflux disease, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: essure insertion date: (B)(6) 2005 (discrepancy noted). Current weight 217 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device. Lot number l2138 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), embedded device ('there is bilaterally embedded, silver-colored, coiled, metallic medical material') and cholecystectomy ('gall bladder removed') in a 34-year-old female patient who had essure (ess205) (batch no. L2138-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included hernia repair, cholecystectomy, pap smear abnormal and paratubal cyst. Concurrent conditions included vaginal bleeding, irregular menstruation, polymenorrhea, uterine leiomyoma, anemia and gerd. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("always cramping in lower stomach") and was found to have weight increased ("weight gain"). In 2007, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced gastrooesophageal reflux disease ("acid reflux") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient underwent cholecystectomy (seriousness criterion medically significant). In 2015, the patient experienced allergy to metals ("nickel allergy") and fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, embedded device, cholecystectomy, dyspareunia, allergy to metals, gastrooesophageal reflux disease and vaginal discharge outcome was unknown, the abdominal pain lower, menorrhagia, vaginal haemorrhage and weight increased had resolved and the fatigue was resolving. The reporter considered abdominal pain lower, allergy to metals, cholecystectomy, dyspareunia, embedded device, fatigue, gastrooesophageal reflux disease, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: essure insertion date: (B)(6) 2005 (discrepancy noted). Current weight 217 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-feb-2021: mr received. Reporter information, other relevant history, auto-narrative supplement , event: "there is bilaterally embedded, silver-colored, coiled, metallic medical material" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and cholecystectomy ('gall bladder removed') in a 34-year-old female patient who had essure (ess205) (batch no. L2138-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included hernia repair, cholecystectomy and pap smear abnormal. Concurrent conditions included vaginal bleeding, irregular menstruation, polymenorrhea, uterine leiomyoma, anemia and gerd. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("always cramping in lower stomach") and was found to have weight increased ("weight gain"). In 2007, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced gastrooesophageal reflux disease ("acid reflux") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient underwent cholecystectomy (seriousness criterion medically significant). In 2015, the patient experienced allergy to metals ("nickel allergy") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, cholecystectomy, dyspareunia, allergy to metals, gastrooesophageal reflux disease and vaginal discharge outcome was unknown, the abdominal pain lower, menorrhagia, vaginal haemorrhage and weight increased had resolved and the fatigue was resolving. The reporter considered abdominal pain lower, allergy to metals, cholecystectomy, dyspareunia, fatigue, gastrooesophageal reflux disease, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: essure insertion date: (B)(6) 2005 (discrepancy noted). Current weight 217 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jan-2020: update of information (batch not invalid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.